Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 2.7, lab: 4.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 2.7, reference: 4.4, mean: 3.55 confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Per case comments, pt has history of anemia and has hyperparathyroidism, diabetic and is taking antibiotics for urinary tract infection. Taking antibiotics can alter inr result as indicated on technical bulletin 101. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Pt's conditions may affect inratio testing. The outcome of complaint investigation does not demonstrate a potential deficiency of a product. Trend analysis is not required as strip lot info was not provided. Corrective action is not required at this time as product deficiency was not established.